Manufacturer narrative:
H6: health effect - impact code (f): additional medications: 4644 - tobramycin dexamethasone eye drops; atropione sulfate eye gel. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an anterior segment hemorrhage, with sudden vision loss four hours before presentation. Ultrasound biomicroscopy showed a ruptured iridociliary cyst. The patient healed after conservative treatment (eye drops and eye gel). The lens remains implanted. Additional information has been requested but none has been forthcoming.